Event description:
It was reported that the lead was showing high impedances during an ipg replacement procedure (reference MFR report # 3006705815-2019-00449). In turn, physician explanted and replaced the lead, restoring effective therapy.